Event description:
The customer observed false positive architect total b-hcg results for multiple patients that were reported out of the laboratory. The following data was provided: patient 1: (B)(6) 2022, sid (B)(6) initial result = 77.71 miu/ml, repeat was <1.20 miu/ml, home pregnancy test was negative. Patient 2: (B)(6) 2022 ,sid (B)(6) initial result = 679.44 miu/ml, repeat was <1.20 miu/ml, home pregnancy test was negative. Patient 3: (B)(6) 2022 sid (B)(6) initial result = 161.44 miu/ml, repeat was <1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results for multiple patients that were reported out of the laboratory. The following data was provided: patient 1: (B)(6). 2022 sid (B)(6). Initial result = 77.71 miu/ml, repeat was <1.20 miu/ml, home pregnancy test was negative patient 2: (B)(6). 2022 sid (B)(6). Initial result = 679.44 miu/ml, repeat was <1.20 miu/ml, home pregnancy test was negative patient 3: (B)(6). 2022 sid (B)(6). Initial result = 161.44 miu/ml, repeat was <1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for lot 31369ud00 and the complaint issue. The overall performance of architect total b-hcg was reviewed using field data from customers worldwide. Median values (for the negative population) for the complaint lot 31369ud00 are within the established limits. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect total b-hcg, lot number 31369ud00 was identified.